Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurate readings. The patient obtained the blood glucose readings of 270mg/dl, 171 mg/dl and 130 mg/dl on the reported meter and the readings of 200 mg/dl, 130 mg/dl and 111 mg/dl on another meter within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention. As the test results fell outside expected values for meter-to-meter accuracy testing this complaint is being reported.